Event description:
On (B)(6) 2011, the pt reported experiencing elevated blood glucose of hi on her blood glucose monitor on (B)(6) 2011 at 6:30pm. She bolused 8 units of insulin and then began to feel sick and vomited. She was ill through the night and did not bolus any add'l insulin. At 6:00am on (B)(6) 2011, she called paramedics and her blood glucose measured hi on the paramedics blood glucose monitor. She was given an IV of fluids and was admitted to the hospital with diabetic ketoacidosis. She was released on (B)(6) 2011. Troubleshooting did not reveal any product issues. The pt believes the infusion device is delivering the incorrect amount of insulin. The infusion device was replaced and requested to be returned for eval.